Manufacturer narrative:
(B)(4): occlusion is labeled in the IFU. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the end user. Each device is sent with instructions for use (IFU), which describes the indications for use, warnings, precautions, correct product sizing instructions, and the proper deployment sequence. Specific to this case the instructions for use for the main body graft state: "inaccurate placement and/or incomplete sealing of the zenith aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications." The main body IFU also provides detailed instruction on proper placement of the suprarenal stent in order to maintain patency of renal arteries. The failure mode assigned to this case is deployment. This failure mode was determined based on the provided event description. A definitive root cause can not be determined or reported at this time. We will continue to monitor for similar complaints.

Event description:
A male patient whose anatomical form was suitable for endovascular repair underwent aaa repair on (B)(6) 2010. Angiography before the suprarenal stent deployment revealed the position of the radiopaque markers were a little bit higher than adequate position. The physician pulled down the delivery system with the stent graft and deployed it. Confirmatory angiography revealed the right renal artery was occluded. For treatment of the right renal artery occlusion, the physician performed percutaneous transluminal renal angioplasty with another manufacturer's pta balloon catheter (3mm x 2cm) and placed another manufacturer's stent (6mm x 15mm). After that, it was confirmed that the blood flow to the right renal artery was recovered. The patient's condition had no problem after the procedure.